Manufacturer narrative:
B4. B4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pumps usb port was loose and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer's blood glucose. The customer declined follow-up from tandem technical support; therefore, further information was unable to be obtained.